Event description:
It was reported by the rep the device was used during a colectomy. It was reported the surgeon was using a cs6s during a colectomy and the surgeon was holding the luke handpiece. The handpiece became hot, burned through the surgeon's glove and burned the surgeon's hand. 7/24/2000: it was reported by the rep the device was being used on power level 3. It was reported the md felt a shock and then the device burned through the md's glove. It was reported there is a blister on the md's finger.